Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v310726, implanted: (B)(6) 2009, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer via the manufacturers' representative reported that the device did not work and she had been having reoccurring infections because she could not empty her bladder fully. The doctor was trying botox and she had been on a lot of antibiotics which affected her bladder in a negative way. She noted that the device had not worked because she wet herself more than before. The patient was indicated for urinary dysfunction/ sacral nerve stimulation. No further information was provided. If additional information is received, a follow up report will be sent.